Manufacturer narrative:
Based on the information available, no conclusion can be made at this time. As reported, the patient was implanted with a marlex mesh (bard flat mesh) and is alleging unspecified injury. No additional details have been provided. The information provided is limited to the initial claim as we have been unable to reach the contact. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on the information provided, a root cause for the patient¿s postoperative outcome cannot be determined. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that the patient is having problems with his ¿marlex¿ mesh (bard flat mesh).